Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz5303 sample was received without packaging for investigation; and, the lot number of the complaint sample was reported unknown. Residual fluid was observed within the device. The feedback provided by the customer indicates leakage was detected from the female luer adaptor of the maxzero during a utemerin infusion. As part of the investigation the customer provided photographs of the complaint sample; analysis of the photographs in addition to a visual inspection of the returned sample did not identify any damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected from any point of the infusion set. The sample was then subjected to pressure testing; again, no leakage was detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported while using bd maxzero¿ multi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the female luer of mz5303. According to the customer's report, during infusion, fluids leaked from the female luer of mz5303. The drug used is utemerin.